Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we the technician confirmed that the ocular trim ring fluid damage, the cfb (coherent fiber bundle) fluid damage, the insertion flexible tube perforated, the light guide cable for prong perforated, and the insertion flexible tube buckled; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).